Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shut down and the power supply started to smoke. The hospital staff unplugged the power supply and realized that the components on the inside of the power supply melted. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The customer had not requested getinge service in connection with this complaint. However, the customer reported that they had replaced the power supply and installed a new one to fix the issue. The iabp was then working properly. Customer has confirmed that iabp is back in service. The suspected faulty power supply was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician of the national repair center (nrc) in mahwah, nj inspected the power supply and found cr38 and other surrounding components charred as well as the circuit board. The power supply was not installed into the cs300 test fixture due to the damage to the components and circuit board. The power supply was scrapped and retained in nrc per procedure.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when subsequent information is provided.

Event description:
It was reported that the power supply for the cs300 intra-aortic balloon pump (iabp) started to smoke. The hospital staff unplugged the power supply and realized that the components on the inside of the power supply melted. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.